Manufacturer narrative:
Summary: troubleshooting determined that the calibration parameters are atypical compared to expected values. The same preparation of qc fluids on a different analyzer gave acceptables results. Recalibration still yielded atypical results. The performance observed is consistent with incubator contamination. On-site service has been requested, but no feedback is yet available. Therefore, the root cause of the event could not be determined.

Event description:
The customer observed biased ammonia results from qc fluids on the vitros 250 analyzer. No pt results were reported. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result at this event.